Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 564223) broke. The driver tip could not be removed from the screw head. Attempts were made to remove the screw using a carbide drill, but the screw could not be removed. Therefore, one screw and the plate remained in the patient's body. The surgery was completed after a 30-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00441 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 564223) was returned for evaluation. The returned driver was examined under magnification. The driver had torsional plastic deformation consistent with a torque applied to the driver in excess of the loading capacity of the material. This manifested as a permanent twisting of the hexalobe tip of the driver. The driver also had a transverse fracture pattern. The fracture was mostly normal to the long axis of the driver. The fracture occurred at the transition from the hexalobe to the driver shaft. The driver had a length of 3.339", implying a loss of 0.041". This sample did not have the broken tip returned. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.